Manufacturer narrative:
Date of the event is estimated.

Event description:
Ipg replacement. On (B)(6) 2021, rep (B)(4) emailed ts and reported that the ipg was replaced on (B)(6) 2021. Rep states the ipg battery was low. Rep was notified of this procedure on (B)(6) 2021. There were no complications and effective therapy was established post-op. Ipg was disposed of by the facility. Patient weighs approximately 235lbs. Pdt notified of the explant. Ts date: (B)(6) 2021. Legal complaint? No. Clinical study? No. Complaint history review: 02dec2021 (B)(6): an fcr search was performed. Fcr's related. To the patient from the previous one year period: none. Who told abbott: unknown. Reason it is not returning: disposed. Event date is unknown. Area: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ipg replacement. On (B)(6) 2021, rep (B)(4) emailed ts and reported that the ipg was replaced on (B)(6) 2021. Rep states the ipg battery was low. Rep was notified of this procedure on (B)(6) 2021. There were no complications and effective therapy was established post-op. Ipg was disposed of by the facility. Patient weighs approximately 235lbs. Pdt notified of the explant. Ts date: (B)(6) 2021. Legal complaint? No. Clinical study? No. Complaint history review: 02dec2021 (B)(4): an fcr search was performed. Fcr's related. To the patient from the previous one year period: none. Who told abbott: unknown. Reason it is not returning: disposed. Event date is unknown. Area: (B)(4).

Manufacturer narrative:
Date of the event is estimated.